Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, switched to CPAP psv while on a patient and the unit started to double cycle. The customer stated the unit was removed with no patient harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to improper routing of the supply tube for the expiratory flow transducer within the gas delivery engine (gde). As a result of that, the tubing was not providing consistent pressure to the transducer. The event log of the device was reviewed as well as complaint history, which identified that the end user facility had recently replaced the gde of the device and placed it back into service a few days prior to the reported issue.